Manufacturer narrative:
Product event summary: the outflow graft was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported low flow event was confirmed via log file analysis which revealed a sustained decrease in power consumption beginning on(B)(6) 2018. The 294 low flow alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of the reported low flow event may be attributed to constriction in the outflow graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the outflow graft was not returned for evaluation. The reported low flow event was confirmed via log file ana lysis which revealed a sustained decrease in power consumption beginning on (B)(6) 2018. The 294 low flow alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of the reported low flow event may be attributed to constriction in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a thrombus in the outflow graft of their ventricular assist device (vad). This triggered numerous low flow alarms. Transesophageal echocardiogram (tee) was performed and indicated the thrombus was located two centimeters (cm) from the anastomosis site. No intervention was taken and the patient expired from left heart failure.